Event description:
Back surgery and vertebral plates at l-4, l-5 level with screws anchoring the plates to the bodies at l-4 and l-5 level on right side. Could not stand the pain of the metal plate. Asked doctor if he could remove them. Doctor removed plates 5/23/89. Last x-rays taken 1/24/91. After plates were removed, rptr could hardly walk because of numbness and pain in back and right leg.